Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported, the patient was admitted to the hospital for acute leukemia, chemotherapy, according to the doctor's instructions, he was placed in bard powerpicc 3 months ago, the catheter was successfully placed, and chemotherapy was 3 months, the last time the stem cells were mobilized, vp16 etoposide returned to the hospital to continue treatment, and when the blood was drawn, it was found that there was blood leakage at the puncture point, and then the b ultrasound examination found that the catheter was intact, with abdominal wall thrombosis, and the tube was fixed and continued after the dressing change. Extubation after stem cell collection. Follow-up ultrasound showed that the thrombus was gone. The department discussed the cause of catheter rupture, but to no avail. No other information was provided.